Event description:
Reportable based on device analysis completed on 01/26/2022. The patient presented with a shut occlusion in the upper arm. The lesion was 100% stenosed, moderately tortuous and moderately calcified. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation but the balloon catheter was unable to cross the lesion. The device was removed and the procedure was completed with a different device. There was no patient injury. However, device analysis revealed a balloon tear.

Manufacturer narrative:
A mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 28mm in length and extended from a position 18mm distal of the proximal markerband to 8mm distal of the distal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip.